Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg device was at 2.73v it is unknown if the device depleted prematurely. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.